Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving lioresal (concentration 3000 mcg/ml, dose 2101.3 mcg/day) via an implantable pump. The pump was implanted on (B)(6) 2014. Volume discrepancies occurred; the pump refills from (B)(6) 2016, had a discrepancy of more than 2 ml between the n'vision and the pump. During the refill in (B)(6), the n'vision indicated that there was 6.5ml but the actual value removed was 9ml. A CT-scan on the catheter was performed but no problems were noted with it when comparing to the previous pictures. It was noted that the catheter had the same position. There were no symptoms mentioned.